Event description:
It was reported that during a da vinci cholecystectomy procedure, the staff reportedly observed the monopolar cautery instrument would not burn. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the conductor pins was broken at the distal end during visual inspection. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the conductor pins found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.